Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
It was reported that the patient experienced necrosis of the skin flap and subsequent infection at implant site. The patient was treated with topical antibiotics; however, a decision was made to explant the device. The device was explanted on (B)(6) 2018.